Event description:
A k-wire had allegedly broken off in the pt's metacarpal. The report indicated that the surgeon was able to retrieve the k-wire by making a small incision, with no injury to pt, and no further intervention required.